Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation, the audio bolus button cover was missing from the pump. The button¿s responsiveness could not be tested. During testing, the ok keypad button was unresponsive; all other keypad buttons responded appropriately. During investigation, contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under all button contacts and an unresponsive ok keypad button. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.